Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced headaches, palpitations, chest pain, ventricular tachycardia and heart block as a result of inappropriate therapy caused by a leadless implantable pulse generator (ipg) sensing problem. The patient is a participant in the post approval clinical surveillance product surveillance registry. Sensing settings were reprogrammed on multiple occasions but the sensing was still not optimal for the patient. The ipg sensing was ultimately programmed off and the ipg remains implanted. No further patient complications have been reported as a result of this event.